Event description:
The customer reported a frozen screen, partial display and part of the screen cover missing. The customer was unable to troubleshoot at the time of the call. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.